Event description:
Patient allegedly received an implant on (B)(6) 2008 via right femoral vein due to chronic, refractory lower extremity edema. Patient is alleging vena cava perforation. The patient further alleges ¿significant mental and physical pain and suffering, severe and permanent injuries requiring past and future medical treatment, and resulting in disability, impairment, loss of enjoyment of life, loss of care, comfort, and incurred financial or economic loss, including, but not limited to, obligations for medical expenses and other damages.¿ also, the patient alleges, ¿any movement will cause extreme stabbing pain-walking, moving, bending, lying down.¿

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01106.

Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2008. It is alleged the patient was injured without further explanation.